Event description:
Philips received a complaint on the intellivue x3 indicating there was no sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
The customer confirmed there was no sound and a speaker inoperative message was present. To resolve the issue, the customer was provided a replacement speaker assembly and mainboard. The customer's issue was resolved and the case closed. No further investigation or action is warranted at this time. (B)(6).